Event description:
On (B)(6) 2025, the patient called requesting a change to her target range due to experiencing multiple low blood glucose (bg) episodes. The lowest reported bg was 47 mg/dl. To correct her low bg, the patient drank some juice. The patient confirmed verifying her bg readings with a blood glucose meter (bgm). According to the ilet report, the patient has had one or two lows since (B)(6) 2025. At the time of the call, their bg was 143 mg/dl. The patient experienced lightheadedness, dizziness and sweats. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.